Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was implanted with two resolute onyx rx coronary drug eluting stents, one in the lad and another in the rca. The lesions were noted to be moderately tortuous and moderately calcified. Before implantation the lesion was pre-dilated, the devices did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery of either device. Both stents were post dilated and physician felt both stents were well apposed to the vessel wall. The patient was given heparin for anticoagulation for the procedure. About 30 minutes after the patient was transferred from the ccl to their room, chest pain was experienced and the patient was brought back to the ccl. Both stents had thrombus along with clot in the distal vessel. Both st ents were ballooned to re-establish flow and the patient placed on an aggrastat drip. The patient was noted to be doing well. The physician and other physician partners stated they did not feel the stent thrombosis that occurred in the case was caused by any procedural issues or stent related issues but thought it was a heparin issue. Other incidences of thrombus in non medtronic stents had been experienced at the facility recently and it was thought to be caused by a bad batch of heparin. The hospital pharmacy changed heparin vendors. The patient was reported to be alive with no further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.